Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The lead dislodgement was found during a normal device change out and was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.